Manufacturer narrative:
Evaluation summary: the customer's reported condition of overinfusion was not confirmed. The device was within design specifications of +/-5% from the target amount.

Event description:
An infusion pump that overinfused during patient use. The facility representative stated that no patient injury or medical intervention was involved with this pump. Per facility representative, the patient is fine with no problems reported.